Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted, but while actuating the grippers, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Two clips were then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
There remains no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous MDR report, the additional information was received that this was a trial patient. Additional patient information added. Mitraclip post market surveillance (pms) study in south korea. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the mr had been reduced to grade 1 and 2+. There remained no adverse patient effect.